Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a one-link non-dehp y-type standard bore catheter extension set ¿came off of line¿. This occurred while setting up the line and attempting to remove the cap on the bottom of the y-connector. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.